Event description:
Pt had urge to urinate after cardiac catheterization, unable to void; 16 french foley catheter inserted by nurse. After about 15 minutes, bladder had drained only 100 cc, appeared not to be emptying. Nurse attempted to deflate bulb on catheter to insert further. No water could be pulled from foley bulb. Foley tube was cut, but still would not deflate, unable to remove manually. Pt had to be cystoscoped for removal under general anesthesia. He was discharged to home the following day.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.